Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9212458 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was discovered in 3 syringes during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that a foreign matter was found in the syringe. Caller reported [white pieces of plastic 'or something' floating in insulin]. Number of occurrences: [3]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product with issue: bd 26 g, 3/8" needle, pn 305110. Product lot #: [syringe: 8344619; needle: 9212458]. Did issue cause any injury? No. Did customer require medical intervention? No.